Event description:
Reporter indicated via clinical notes received to the MFR that a vns pt had breakthrough seizures noted in (B)(6) 2011, along with staring spells and episodes of shaking. Dilantin medication was increased and the vns output current was increased from 2.5ma to 2.75ma as interventions. It was also recommended the pt swipe the vns magnet prior to going to sleep at night as a preventive measure. It was also documented the pt's serum ammonia was increased. Overall, the vns has decreased the pt's seizure frequency per the notes. The pt is scheduled to have prophylactic vns generator replacement on (B)(6) 2011, but this has not been confirmed. Attempts for additional info are in progress.